Manufacturer narrative:
Date of report : 26jun2019, date rec¿d by MFR :14jun2019. The touch screen assembly was returned to the manufacturer's failure investigation (fi) lab for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage and contamination. The touch screen assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly found that the measured resistance was out of specification. Root cause: the reported complaint of a touchscreen failure was confirmed. The ul_lr and ur_ll resistance were found to be out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The device returned to fully functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that when the device was received and checked in, a screen dysfunction was found. Reportedly, the screen was insensitive. There was no patient involvement. The event date was not specified; estimate used.